Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-may-2015, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal; concentration 2000; dose 2500 via an implantable pump. Indication for use was intractable spasticity and head/brain injury. The date of the event was (B)(6) 2018. It was reported the pump was replaced due to elective replacement indicator (eri). The system was checked at implant and aspiration went well. The pump segment connector that connects the pump to the catheter was broken. When the catheter was cut with dull scissors the outer layer of the catheter was removed but the inner braid remains. The pump side connector and pump segment were replaced. The issue was resolved, and patient status was alive - no injury. Patient weight and medical history were asked but unknown. No further complications were reported.

Manufacturer narrative:
The catheter was returned and analysis found the sc connector was damaged at explant. If information is provided in the future, a supplemental report will be issued.